Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer was treated with piece of bread and quarter of a cup of cranberry juice. The customer also reported other blood glucose values such as 120 mg/dl, 125 mg/dl, 130 mg/dl, 131 mg/dl, 114 mg/dl. The customer also reported that the reservoir lip ring was missing. The customer was assisted with troubleshooting and found reservoir did able to lock in place. The insulin pump will not be returned for analysis.